Manufacturer narrative:
Device was used for treatment, not diagnosis. Contact name, phone number, and email address were not provided. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had a drilled tip and failed cutter insertion was confirmed. An assessment was performed and it was observed that the device failed cutter insertion, has a drilled tip, and the color ring missing. It was noted that when the device was disassembled it was observed that the bearings were worn out/damaged and stuck inside the tube causing device to fail cutter insertion, and the horizontal portion of the craniotome (foot) shows signs of contact with the cutter. It was further determined that the device failed pretest for visual assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the tip of the craniotome device was damaged/drilled into, and the device failed cutter insertion. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.